Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer refers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-10425. It was reported the patient's ipg failed to communicate with the external devices. Reportedly the patient experienced lost of stimulation. As a result, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue. It is unknown which ipg is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2018 due to the ipg being at end of life (eol).

Event description:
The patient has effective stimulation post operatively.

Manufacturer narrative:
The explant date should have been (B)(6) 2017 rather than (B)(6) 2018. Upon review, this pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event.

Event description:
Additional information indicates this ipg was not explanted on (B)(6) 2018. This ipg was explanted on (B)(6) 2017.